Event description:
It was reported that high impedance, oversensing, and noise were observed, and lead fracture was suspected on the right ventricular (rv) lead. It was further reported that there were 4457 short v-v intervals recorded. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).